Event description:
A report received from (B)(6) stated an 840 ventilator experienced a touch screen blocked device alert. The device was not being used on a pt when the event occurred.

Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the touch-frame printed circuit board (pcb). The device passed extended self-testing according to manufacturer specifications. Covidien ref: (B)(4).